Event description:
Rn reports priming IV tubing with normal saline and hooking up to patient's IV. IV bag placed into pressure bag and fluid noted to be leaking above valve. Tubing replaced with new tubing, no further issues and no injury to patient.====================== manufacturer response for outlook safety infusion system IV set, ultrasite======================we have reported many of these device issues...leaking, broken tubing etc...the manufacturer has informed us it is an issue with either too much glue, or not enough (dibbing and dabbing). In recent months we were told by the manufacturer the manufacturing plant had received new glue dispensers as well as implementing new training of staff.